Manufacturer narrative:
Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient went to an ablation with pfa from medtronic (using sphere-9 catheter). After the ablation lots of noise was seen on the lv channel (and a few on the rv channel). A couple hours later I tried to interrogate the device which showed no-response. After collecting previous device interrogations - during ablation - device error message was seen on the file. After 5 days of the event there still was no response from the device. The device was explanted and a new device was implanted. During the replacement measurements to the leads were performed with the psa which result in normal values. After connecting to the new generator also the values where within range and the iegm signal was fine.